Event description:
A customer reported during a case a system message was rec'd. The system was switched out and the case was completed. Add'l info, rec'd from the nurse, indicated the issue occurred during setup. The system was rebooted but the message did not clear. The unit was switched out with a 15 minute delay to the start of the surgery. There was no pt injury or cancellations reported.

Manufacturer narrative:
The facility cancelled the service request. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).